Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument breakage - 30 minute delay in surgery.

Manufacturer narrative:
Confirmed the correction knob separated from the jig. The compression screw is jammed, and the distraction knob/screw gets stuck/jammed. This is the first complaint opened in the enovis (agile) complaint system since the issuing of CAPA: car-00728 for evolve34 lapidus correction jigs (3400-06-000 and 3400-06-001) jig knob and carbon fiber material breakage. The legacy trillian/medshape complaints listed below were confirmed complaints for the jig knob breakages and three of the five complaints that were used to open CAPA: car-00728. The legacy customer complaint report (ccr) information and evaluation documents for the legacy complaints are attached to provide further details on each legacy complaint. Ccr 23-12-013: evolve34 correction jig knob reported to snap off after first initial turn by user during im reduction. Ccr 24-01-013: evolve34 lapidus correction jig reported to have the compression knob break off when compressing in surgery. Ccr 24-02-006: evolve34 lapidus correction jig reported to have the compression knob break off when compressing in surgery. Confirmed the 3400-06-000 lapidus correction jig, right device has a correction knob separated from the jig, compression screw is jammed, and the distraction knob/screw gets stuck/jammed. The root cause is being addressed in an existing, open CAPA: car-00728. No new CAPA is required. This complaint will become the parent case as it captures the three legacy trillian/medshape confirmed jig knob breakage complaint evaluation/investigations that were part of the complaints used to open CAPA: car-00728 for evolve34 lapidus correction jigs (3400-06-000 and 3400-06-001) jig knob and carbon fiber material breakage.

Manufacturer narrative:
This supplemental has been created to update section h6 . If additional reporting on this event is provided as a supplemental report to this document.